Event description:
During primary surgery, the rim of the ceramic liner fractured during insertion. Not all pieces were able to be retrieved.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. During primary surgery, the rim of the ceramic liner fractured during insertion. Not all pieces were able to be retrieved. Doi (B)(6) 2013 (right hip). Examination of the returned device confirms the observation. The ceramic liner remains engaged with the acetabular cup and approximately 75% of the rim is fractured away from the body of the liner. The remaining portion of the liner is obviously canted within and above the face of the cup. Previous investigations have shown that if impacted when not properly aligned this type of fracture can occur. A complaint database search finds no additional reports against the provided product/lot combination. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. The root cause is attributed to inadvertent use error in impacting the liner when canted within the cup. Based on the investigation the need for corrective action is not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.